Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. An electrode was able to be successfully inserted into the lead barrel. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that at implant, this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode, exhibited high out of range shock impedance measurements. It was noted difficulty was experienced inserting the electrode into the device header. The electrode was removed and re-inserted with acceptable shock impedances observed. One day post implant, high out of range shock impedance measurements were again observed. The pocket was reopened and a secure electrode connection was confirmed. This s-ICD was explanted and replaced. The electrode remains in service with the new device. Successful defibrillation threshold (dft) tests were completed with acceptable shock impedance measurements. No additional adverse patient effects were reported.